Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported vent inop issue on the avea ventilator. The customer also reported that there was no patient involvement that was associated with the reported event.